Event description:
The ICD delivered approximately 50 shocks and presented eos. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in (B)(6) 2021.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The returned device data have been inspected. The battery status was found to be eos, detected by the device on october 14, 2021. Analysis of the shock holter data revealed that multiple charging cycles were performed by the device and resulted in 52 shock deliveries between october 14, 2021 at 10:11 am and october 14, 2021 at 10:41 am. As a result of that successive charging the eos battery status had occurred. The amount of charge taken from the battery was verified, revealing that the battery condition is as expected. The current consumption was also inspected and found to be normal. There was no indication of a device malfunction. Based on the data available for analysis no final conclusion can be drawn regarding the root cause of the clinical observation. However, should additional relevant information or the device itself become available, this investigation will be updated.